Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur.